Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer over bolused which caused them to go low. Bg was addressed by consuming carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.